Manufacturer narrative:
Argus case: (B)(4).

Event description:
I notice I start choking [choking]. My tongue gets dry in the night [tongue dry]. I have this weird sensation [weird feeling]. My throat has been sore [sore throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number w0d111, expiry date 31st january 2023) for dry mouth. This case was associated with a product complaint. On (B)(6) 2021, the patient started biotene oral balance gel (aroma) at an unknown dose and frequency. On (B)(6) 2021, 4 days after starting biotene oral balance gel (aroma), the patient experienced tongue dry. On an unknown date, the patient experienced choking (serious criteria gsk medically significant), weird feeling, sore throat and product complaint. Biotene oral balance gel (aroma) was discontinued on (B)(6) 2021 (dechallenge was unknown). Rechallenge with biotene oral balance gel (aroma) was unknown. On an unknown date, the outcome of the choking, tongue dry, weird feeling, sore throat and product complaint were unknown. It was unknown if the reporter considered the choking, tongue dry, weird feeling and sore throat to be related to biotene oral balance gel (aroma). The adverse event information was received via call center representative (phone) on (B)(6) 2021. The consumer reported that "biotene oral balance dry mouth gel I been using this for quite a while off and on and recently with the medications I take its getting more dry I use it 4 times a day and at night my tongue gets dry in the night I put some on my tongue and go back to bed I notice I start choking I wonder if there something if this bottle I have if there is something wrong with it cause it doesn't taste right I have this weird sensation and I have this weird sensation and I took a teeny bit and my throat has been sore and it has just started and I am pretty concerned if there is something in this tube that might have not got mixed right. I prefer not to give my number or anything, I used it like 1 am and then again this morning and thought this is just an awful taste. I also almost felt kind a sick. I don't think so. If anything I'll just follow up with my doctor.

Manufacturer narrative:
Argus case ID : (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 70-year-old female patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number w0d111, expiry date 31st january 2023) for dry mouth. This case was associated with a product complaint. On (B)(6) 2021, the patient started biotene oral balance gel (aroma) at an unknown dose and frequency. On (B)(6) 2021, 4 days after starting biotene oral balance gel (aroma), the patient experienced tongue dry. On an unknown date, the patient experienced choking (serious criteria gsk medically significant), weird feeling, sore throat and product complaint. Biotene oral balance gel (aroma) was discontinued on (B)(6) 2021 (dechallenge was unknown). Rechallenge with biotene oral balance gel (aroma) was unknown. On an unknown date, the outcome of the choking, tongue dry, weird feeling, sore throat and product complaint were unknown. It was unknown if the reporter considered the choking, tongue dry, weird feeling and sore throat to be related to biotene oral balance gel (aroma). Additional information the adverse event information was received via call center representative (phone) on 25 feb 2021. The consumer reported that "biotene oral balance dry mouth gel I been using this for quite a while off and on and recently with the medications I take its getting more dry I use it 4 times a day and at night my tongue gets dry in the night I put some on my tongue and go back to bed I notice I start choking I wonder if there something if this bottle I have if there is something wrong with it cause it doesn't taste right I have this weird sensation and I have this weird sensation and I took a teeny bit and my throat has been sore and it has just started and I am pretty concerned if there is something in this tube that might have not got mixed right. I prefer not to give my number or anything, I used it like 1 am and then again this morning and thought this is just an awful taste. I also almost felt kind a sick. I don't think so. If anything I'll just follow up with my doctor. Qa results: the follow up was received on 25 march 2021. The report states that "the formulations process instructions were followed, and the product met all specifications. One tube was returned to oratech, verified lot: w0d111, expiry: 01/2023. One unopened carton with a tube was returned, verified carton w0d111 and expiry 01/2023. Upon qa inspection, tube was found to be moderately used with approximately 90 percent of product retained. Peel seal was not present and no remnants remained on the nozzle. Unable to confirm customer concern. The formulations process instructions were followed, and the product met all specifications. This complaint can be closed as customer preference". Hence the complaint was considered as unsubstantiated. Follow up information was received from quality assurance department on 07 apr 2021 regarding case number 01757694 for the batch number w0d111. Product complaint reference ID was pqc71654. Based on the complaint investigation and the returned sample evaluation performed by the site, the complaint is found to be unsubstantiated.